Manufacturer narrative:
The customer declined ge service. No repair information available. Legal manufacturer: (B)(4).

Event description:
From china aer database: the hospital reported a malfunction causing an over delivery of tidal volume. There was no report of patient injury.